Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with front cover and water tank cover cracked. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The customer reported issue was confirmed. According to the investigation, the device frontal impact damage caused by the customer was led to the reported issue. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during use of this smiths medical level 1 hotline low flow system, the device exhibited continuous alarm due to defective unit board. No patient involvement reported.